Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm had occurred. The customers blood glucose (bg) level was impacted (200-300 mg/dl) with ketones present. The customer would take manual injections to stabilize bg level. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.